Manufacturer narrative:
UDI # (B)(4). The device was returned for evaluation. DHR review showed no abnormalities related to the reported failure. The reported complaint was confirmed as the worn disk ratchet allows movement of the rocker arm while in the locked position. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that the a3059 mayfield composite series skull clamp, the two pin rocker arm moves when in the locked position. It is unknown if there was any patient contact, injury or a surgical delay. Additional information has been requested.